Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of hematoma and the reported device migration are a known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented a hematoma in the scrotum and groin, in addition to pump migration. A revision surgery was performed to reposition the component. There were no further patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented a hematoma in the scrotum and groin, in addition to pump migration. A revision surgery was performed to reposition the component. There were no further patient complications reported.